Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. Customer reported that device jaws would not open. An RMA had been issued requesting to have the isi device returned; however, isi did not receive the RMA to confirm/identify the failure mode.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the synchroseal jaws would not open. On 18-feb-2026, intuitive surgical, inc. (Isi) received user facility report: (B)(4) stating: "the jaws of robot device would not open, so it was removed from the or. Another device was obtained and utilized without issue."